Manufacturer narrative:
Lead: model # 435135, lot # nht014421n, implanted: (B)(6) 2011, explanted: unknown; lead: model # 435135, lot # nht014420n, implanted: (B)(6) 2011, explanted: unknown.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation that was described as "radiating from the stimulator like zaps". She claimed she could see her muscles contracting. The physician explained that programming around the uncomfortable stimulation was a good option. The physician had recently repositioned the stimulator to a new pocket. The device settings were decreased from 7.5 ma to 5 ma in an attempt to both maximize the therapy to alleviate nausea and vomiting symptoms and also make the stim more comfortable. The settings were: 750 ohms, 5 ma, 3.8 v, 330 usec, 14 hz, 1 second on, 4 second off. Enterra on, polarity normal with 3+, 2-. (B)(4). The patient was able to take an ativan and go to sleep which helped her relax and stopped the sensation. The patient also experienced a diminished therapy. The physician explained that this might be due to her recent bronchitis and treatment with antibiotics. Additional information received noted that there was not a known cause for this event. The physician thought that perhaps due to t he revision of the pocket site the stimulator may be causing energy transfer to the muscle which was causing the uncomfortable stim. The voltage was turned down in an attempt to decrease the uncomfortable stim. The patient will be followed up with the physician's office. If additional information is received, a follow up report will be sent.